Event description:
During a coronary drug eluting stent procedure, an embolization occured. The 70% stenosed, tortuous, calcified lesion in the proximal right coronary artery (rca) was pre-dilated with a 2.5x8mm voyager balloon. Physician attempted to deliver the 2.5x12mm taxus express2 drug-eluting stent to the proximal rca but was unable to cross the lesion. In the process of withdrawing the system the stent came off the balloon. No measures were taken to remove the embolized stent and the pt was sent for CABG. The pt is stable and in good condition.